Event description:
It was reported that a pump was in "safe state", reset occurred, motor stall without recovery occurred and a "stopped pump period may exceed tube set" message was noted. The pump logs also show a low battery message. The pt experienced unspecified underdose symptoms. The pt was in the hospital in serious condition and has had multiple MRI's and CT scans over the past 6 weeks. The pump contained morphine 12 mg/ml, compounded baclofen 300 mcg/ml and bupivicaine 25 mg/ml. The pt has been scheduled for pump replacement 2008. A follow-up report will be sent if additional info becomes available to us.